Event description:
Pt reports undergoing treatment for stress incontinence using surx radiofrequency device. The procedure resulted in a urethrovaginal fistula, presumably due to thermal injury to the urethra. This required a fistula repair which left pt with severe stress incontinence. Pt has not undergone a second surgical procedure to correct the stress incontinence.